Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 3 of 15 mdrs filed for the same event (reference 1825034-2014-00842 / 00856).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2007 due to infection. A cement spacer mold was implanted. Patient underwent reimplantation on (B)(6) 2007. Patient underwent another revision procedure on (B)(6) 2008 due to infection. A cement spacer mold was implanted. Patient underwent reimplantation on (B)(6) 2008. Patient underwent another revision procedure on (B)(6) 2008 due to dislocation. The modular head and acetabular cup were removed and replaced. Patient underwent another revision procedure on (B)(6) 2010 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient underwent another revision procedure on (B)(6) 2010 due to an unknown reason. The modular head and femoral stem were removed and replaced. Patient has deceased since the revision procedure.